Event description:
It was reported that the patient's right atrial (ra) lead exhibited failure to sense and noise which was oversensed by the device. The ra lead was capped and replaced on (B)(6) 2022. Patient was in recovering post procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.